Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd-solis vip ambulatory infusion pump where it was reported that there was downstream occlusion during pre-test. This could prevent fluid delivery or removal if it would recur. There was no patient involvement, and no patient harm reported.